Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the day of the report was the first time the patient was recharging. It seemed to connect, but after less than a minute, it then resumed flashing green for a little bit, and started beeping again and then it turned to flashing orange. The patient reported a 1707/coupling issues error. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, repositioned the recharger, moved the charger away from the lead, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of electromagnetic interference (emi), recommended using the recharger over a thin layer of clothing, and confirmed communicator was off while using the recharger. The issue was not resolved through troubleshooting. The patient planned to go change to have thinner clothing to see if that helped with getting a recharging connection. There were no patient symptoms nor further complications reported at this time.